Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver unknown baclofen. It was reported that the patient had a pump replacement on (B)(6) 2026 due to battery end of life. The rep stated the therapy was great leading up to the surgery and there were no concerns with the catheter. They did a back table prime and they were checking the logs and the last thing they could see from (B)(6) 2026 at 8:32am was a message stating that the physician bolus was completed. After the surgery, everything was fine. The patient woke up around 11am and was brought to recovery around 11. A little before that, everything was totally fine. At 8pm the patient started having spasms in their legs and hadn't slept all night. They were taking oral baclofen currently to help with everything. They would be sending the patient for a dye study. Additional information was received from the manufacturing representative. It was reported that this patient would be having a catheter and the pump replacement this ((B)(6) 2026).

Manufacturer narrative:
Continuation of d10: product ID: 8596sc; lot/serial#: (B)(6); product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8596sc; serial/lot #: (B)(6), ubd: 24-oct-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.